Event description:
A report was received that the patient was having difficulty charging the ipg because it was implanted too deep. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo a revision procedure as charging issue was resolved with time. Charging became better when the swelling went down.

Event description:
A report was received that the patient was having difficulty charging the ipg because it was implanted too deep. The patient will undergo a revision procedure.